Event description:
Information notes that an ECG showed no pacing spikes. Intermittent pacing and then total loss of output was observed when rts was pressed. The patient was extremely ill, had an underlying rhythm of 45 bpm and was in the end stage of cardiomyopathy. The patient expired prior to the explant procedure. It was reported that the pacer was functioning properly at the time of death.~~~~~~